Manufacturer narrative:
The customer¿s report that they were unable to spike the bag and it appeared there was a plastic piece causing blockage was confirmed upon initial visual inspection of the primary set model 10010454. The plastic piece causing the blockage was determined to be a portion of the set¿s drip chamber spike tip that was broken off. It was concluded that an excessive external lateral/leverage force was applied to the spike, thus causing it to break. This is evidenced by some ductile fracture characteristics. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components the root cause of the external lateral force was not identified.

Event description:
It was reported that the nurse was unable to spike the bag for the IV fluids, it appeared that there was a plastic piece causing blockage. Although requested, there has been no impact to patient response or additional event information made available to date.